Event description:
Surgeon shared with me the clinical results of the (B)(6) hospital, experience of the use of the rimcutter device.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was discarded and was not returned to the manufacturer. Should additional information become available, the evaluation summary will be submitted in a supplemental report. Device not returned to manufacturer.

Manufacturer narrative:
An event regarding a clinical study involving an exeter rimfit cutter was reported. The event was not confirmed. Method and results: device evaluation and results: visual, dimensional and functional testing were not performed as the devices were not returned for evaluation medical records received and evaluation: a review of the provided study by a clinical consultant concluded that the paper has both technical issues with surgical technique for the rimfit cup as well as statistical flaws in the historical comparison cohort and a statistical expert opinion on the information presented was recommended. Device history review: not performed, lot details were not provided. Complaint history review: not performed, lot details were not provided. Conclusions: the exact cause of the event could not be determined because insufficient information was provided. The results of the investigation indicate that the paper has both technical issues with surgical technique for the rimfit cup as well as statistical flaws in the historical comparison cohort. Nc was issued for an increased incidence of lucent lines with the use of the rimfit rimcutter, as per the reported study.

Event description:
Surgeon shared with me the clinical results of the (B)(6) experience of the use of the rimcutter device.